Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator and the right ventricular lead were explanted due to infection. The patient was stable throughout the procedure. No further information was available.